Event description:
The consumer reported using the prod for eight hrs on her right side while sleeping. When the patch was removed the consumer described a burn with skin removal that left a red and oozing area. The consumer did not seek medical attention at the time of the incident, treated the area with a&d burn ointment and took extra strength tylenol for pain mgmt. After several days she went to the ER where a dr diagnosed a second degree burn which became infected. The consumer was given amoxicillin, tylenol with codeine as well as bactrim ointment and the injury has taken longer than three weeks to heal.

Manufacturer narrative:
The consumer used the prod off-label by wearing the patch while sleeping. Since this is a disposable single-use device, the patch is unavailable for eval and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the prod resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance prod safety and pharmacovigilance.